Event description:
It was initially reported that the patient had two episodes in the past two months in which he became unresponsive, and emergency services were called. At the time of the emergency call the patient was described as snoring and unresponsive. The first episode occurred on (B)(6) 2012 and the emergency room staff stated it was because of dehydration. The patient was unsure if the recent episode was related to his therapy or not. The patient noted he woke up in the ambulance and ''went out again'' for about 6 hours. Per a healthcare provider (hcp) the pump may have been overdosing him. The pump was turned down 5% once in march and again on (B)(6) 2012. The patient was checked for seizures. A hcp reviewed that if the patient suffered a seizure the baclofen might be an issue; and the patient had ''that response'' when taking oral baclofen a long time ago. CT scans were performed; it was indicated that the ''spots in his brain haven't changed since 2002 that are due to his ms (multiple sclerosis).'' The patient stated physically he was incapacitated. The patient was convinced something might be mechanically going wrong, and when the pump setting was decreased they may have ''rebooted something.'' The patient was sensitive to changes. It was later reported that the patient was having intermittent bouts of ''passing out'' and was difficult to arouse and extremely weak for 4-5 hours after these bouts. The patient also experienced lethargy. It was thought that the patient could be having petitmal seizures. The patient's symptoms did not correlate with pump refills, as the patient had not been refilled in ''months.' There were no motor stalls. A volume discrepancy was not checked recently; however volumes had been accurate per reporter. Imaging had been performed ''years ago.'' While the patient was in an emergency room an eeg was done. It was noted that the patient spoke to a retired neurologist through a friend who informed that the patient's pump will ''occasionally give a little squirt of medication every so often.'' The patient's concomitant illness ms was described as being progressive. The patient was at home as of (B)(6) 2012. The patient's ''old'' lioresal dose was noted as being 680 mcg/day. Additional information received from a hcp indicated that the patient's lioresal dose was at 585 mcg/day. The hcp was unsure why the patient was unresponsive. An overdose had not been determined. They didn't think it was a device related event because the patient was last refilled on (B)(6) 2012, and they had withdrew the proper amount of medication. The patient had an MRI and CT scan performed, but they ''didn't find anything that changed.'' The hcp had not been informed a seizure related issue. The hcp had not heard from the patient regarding any further episodes.

Event description:
It was later reported that the patient experienced overdose 2 months in a row. The patient was unresponsive for 8 hours and was completely disoriented. He thought that he was with his family in (B)(6) and didn¿t know what day it was or who the president was. The patient was in the emergency room (ER) all day. The ER physician didn¿t know what was wrong with him. The same thing happened about a month later. The patient was ¿completely out of it¿. The patient¿s caregivers called 911 and were asked to make sure he wasn¿t dead. They said ¿yes¿ because he was snoring. The patient work up 8 hours later to the ER physician screaming at him trying to wake him up. It was like someone ¿flipped a switch¿. The patient was admitted to the hospital. A manufacturer representative came and turned the pump down by 5% and the patient hadn¿t had a problem since.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk; catheter model: 8596sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk.